Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because they experienced leaking after coughing. There were no reported issues with the existing aus, which was cycling as intended. The patient was implanted with a tandem cuff. There were no patient complications during the procedure. The existing aus remains implanted in the patient.